Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has fully recovered and is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cerebrospinal fluid (csf) leak during initial surgery.

Manufacturer narrative:
Correction information sections d.4, h.6. Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.